Event description:
It was reported that the atrial lead had caused a pericardial effusion. The lead was revised and a pericardiocentesis was performed.

Manufacturer narrative:
Corrected to model 2088tc/46, serial (B)(4) from (B)(4). Device manufacture date has been corrected to 03/14/2014 from 03/16/2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.